Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for approximately 20 seconds. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.